Manufacturer narrative:
A customer in the united kingdom had notified biomérieux of a misidentification of a streptococcus mitis/oralis strain as streptococcus pneumonia in association with vitek® ms instrument (ref. 4108(B)(4)95, serial number (B)(6)). An internal biomérieux investigation was performed by analyzing the customer¿s data. The instrument¿s fine tuning status was not optimal during the tests performed on (B)(6)2020. However, the fine tuning indicators acceptance criteria could be affected by the quality of the spot preparation and might not reflect the real status of the system. Non-optimal spot preparation of the calibrator strain (culture, spot, different operator¿) could explain that the criteria were near the limit. The customer¿s spot preparation quality is not optimal. The calibrator ¿all peaks¿ values are heterogeneous. The expected identification is unknown. The customer did not perform reference method testing to confirm expected identifications. According to the customer data, the suspected identification is streptococcus mitis ¿ streptococcus oralis, which is present in vitek ms knowledge base (kb) v3.2. By reprocessing the customer data with vitek ms kb v3.2, spectra led to a no identification result and a single choice to streptococcus pneumoniae. This identification was obtained with a low identification score (-0.14) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). However, after fine tuning, spectra led to a single choice to streptococcus mitis ¿ streptococcus oralis with a good score level. Root cause analysis: -non optimal spot preparation. -fine tuning has drifted under the vilink alert tool criteria.

Event description:
A customer in the (B)(6) notified biomérieux of a misidentification of a streptococcus mitis/oralis strain as streptococcus pneumonia in association with vitek® ms instrument (ref. (B)(4), serial number (B)(4). Vitek® ms obtained an identification as streptococcus pneumonia species twice, but the isolate was optichin resistant. The organism was confirmed to be a streptococcus mitis/oralis after a fine tuning was performed. No alternative method was performed. The customer confirmed the result did not lead to any patient harm or mistreatment, as staff are encouraged to question identifications that don't follow clinical presentation/appearance. The customer did claim results were delayed for 24 hours due to the need for purity plate and retest. A biomerieux internal investigation will be initiated.